Event description:
The patient reported that between the middle of (B)(6) and the middle of (B)(6) 2023, they had some problems with the implantable neu rostimulator (ins) in their chest. The patient explained that it felt like a wire was coming out through their skin near the ins site. The patient stated that the wire was black and mentioned that it was aggravating because the wire was "catching" all the time. The patient stated that they follow up with a nurse practitioner (np), noting that all the np did was check the patient's sats to see if they were walking/talking. The patient added that they were given a prescription for infection, but they never followed up with a doctor and have been trying to get an appointment with their managing healthcare provider (hcp). In the last couple of weeks, the patient began to have a balance issue that was "kind of slow coming on." The patient initially stated that they have been dizzy while standing, then all at once they go backwards. However, the patient denied being dizzy and said they just had an issue with their balance. The patient thought the balance issue might be related to their ins, so today they tried to check the ins to see which group was active. The patient could see that the ins charge level was 100%, therapy was on, and group b was active. The patient increased stimulation for group b and felt a little tingle in their tongue. The patient's relevant medical history included that their mana ging hcp "loves to turn the voltage up" and shock the patient. The patient was redirected to their managing hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_ext, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.